Manufacturer narrative:
(B)(4). Date sent: 9/9/2021. Investigation summary a photo along with the device was returned for evaluation. During the visual analysis of the photo, the following was observed: the first photo shows a tyvek lot: u4038k. (Exp. Date: 2023- 01 - 31), from top view with a label, the second photo shows a package partially open. However the sealing line was complete. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one (B)(6) device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. Upon visual inspection of the tyvek, no damage was noted to be on it, and the seal area was completed. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. The event could not be confirmed as no damage was noted on the tyvek. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, before used on the patient, it was noted the packaging was damaged another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.